Event description:
It was reported that device is not working; not charging.

Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. The reported issue was confirmed during the performance and safety tests. Further inspection revealed the unit had a defective main pc board (printed circuit board); causing the reported failure and device also has a defective pump motor. As a result, the pcb and pump motor were replaced and the unit was again put through the performance and safety checks and confirmed to be working within specifications.